Event description:
Customer reported that the cartridge did not stay securely in place and tended to slide out. There was no additional information received regarding the impact on the customer¿s blood glucose level. The customer declined a callback, and no further action was required.